Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe's plunger had "no lock".

Event description:
It was reported that the bd solomed¿ syringe's plunger had "no lock".

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and it is possible observe plunger activated however the packaging was opened in a way that could led to the premature plunger activation. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.